Event description:
Additional information was received that the ipg was inoperable, and surgery occurred to explant the system.

Manufacturer narrative:
Correction: in b5, inoperability should have been mentioned in the previous report. In h6, 3283 should have been used in the previous report.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-22684; 1627487-2020-22685. It was reported that the patient experienced ineffective therapy. As a result, surgery may occur to address the issue.